Event description:
It was reported that the patient was experiencing fluid loss with an inflatable penile prosthesis (ipp). The ipp pump, cylinder, and reservoir was explanted a new 21cmx12mm ipp was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: additional product component: model number/catalog number 720185-01 serial number: null batch/lot number 779876013 model/catalog description reservoir flat iz 100ml.

Event description:
It was reported that the patient was experiencing fluid loss with an inflatable penile prosthesis (ipp). The ipp pump, cylinder, and reservoir was explanted a new 21cmx12mm ipp was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.